Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, severely calcified distal right coronary artery (rca). The physician attempted to advance an unknown thrombus aspiration catheter to the lesion, but was unable to cross the lesion. A non-bsc catheter was advanced to the lesion, but was also unable to cross the lesion. Then the lesion was predilated twice using a 2.5x14mm non-bsc balloon. The physician attempted to place the 4.00x16mm liberte stent, but the stent dislodged near the lesion. The stent was retrieved with a snare and the procedure was completed with balloon dilatation. Patient status reported as "good".